Event description:
It was reported that there was a device embolization. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was used to deploy a 33mm watchman laa closure device. The device met criteria for release - proper position, stable tug test, no leak and compression ratio was 18-24%. The closure device was implanted in the laa of the patient successfully. On (B)(6) 2020, the patient had a chest ultrasound performed. The imaging showed that the device had embolized and was now positioned in the left ventricle. The patient was brought to surgery to have the device removed. The surgery was successful and the patient was stable.